Event description:
A malfunction was reported by the customer. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the customer with resetting the pump, and the malfunction code did not recur. The customer was advised to call back if the issue happened again, and they acknowledged the guidance.